Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual inspection and functional testing( cannula pull force test) and no issues were observed relating to broken cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode broken cannula. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the tube k2edta plh 13x75 3.0 plblce gld, the device experienced hub separated from the device. The following information was provided by the initial reporter. The customer stated: broken needle during phlebotomy. The needle was hanging in patient's arm after the holder got detached.